Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A message for possible high output damage was observed. Several aborted therapies typical of shorted output stage detection (sosd) were recorded. Low impedance was observed. The device was explanted.